Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot number 17h1611 was not found for the reported catalog number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when the plunger of a 5ml discardit ii syringe 24g x3, is pulled back, the syringe is breaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the customer samples or photo were not available for investigation. 200 retention samples had been visually inspected, all samples found in ok condition. The complaint history for the lot# 17h1611 was reviewed and to date no complaint had been registered against the above lot for the defect- crack barrel. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in reported lot # 17h1611. The team reviewed assembly & packaging process and all process controls are found in place. In process inspection and quality check, no crack samples had been found. Investigation summary: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that many 5ml discardit ii syringe(s) were leaking. There was no report of exposure, injury or medical intervention.